Manufacturer narrative:
Additional information: a review of the document labeling, trending and risk documentation for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The risks and mitigation's associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and upon inspection of the unit, he was unable to confirm the reported issue. Fss performed the field service checklist on the unit and the system was found to meet all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that vacuum is not enough, that it does not rise with the signature system. It was reported that the doctor just felt vacuum was not good on an operation. However, the operation was successfully completed with no problem and no operation delay.